Manufacturer narrative:
The pump was received with a critical pump error with audio tones and a pump error due to moisture damage on the force sensor. Unable to verify the history anomaly due to the critical pump error with audio tones. The pump had moisture damage on the electronic assembly and motor. The pump had minor scratches on the display window, a scratched case, a cracked case at the battery tube side and a fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed pump error unexpectedly and the pump is cracked on the back. The customer's blood glucose reading was 145 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.